Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultramini meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the subject meter started reading inaccurately on (B)(6) 2018; however, no results were provided for this date. The patient manages his diabetes with insulin, which he self-adjusts and has taken exercise for 6 years. He stated that on (B)(6) 2018, he started having symptoms of ¿shakiness, sweating and weakness¿. He reported that on the morning of (B)(6) 2018, he obtained a blood glucose result on the subject meter of 140 mg/dl and during a doctor¿s office visit, 10 minutes later, obtained a reading of 65 mg/dl on the doctor/clinic meter. (Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method). The patient indicated that at 11:30am on (B)(6) he received ¿candy and soda pop¿ from a healthcare professional as treatment for his symptoms. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure. The patient described the correct testing steps and confirmed he had used an approved sample site to obtain the blood samples. He also confirmed that his test strips were within expiry date and had been stored correctly in an intact vial. The patient did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms and received medical intervention for an acute low blood glucose excursion after obtaining alleged inaccurately high blood glucose results on the subject meter.